Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair, the tip of the ar-13997mf broke. The fragment was removed and the case was completed by using a new ar-13997mf without further issue.

Manufacturer narrative:
The broken fork at the end of the tip typically caused by dropping the device or smashing the device into solid material. The mating part (needle and broken fork) were not returned along with the complaint device. Function test could not be performed due to the related condition.